Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the cutting wire broke was identified. It is likely the result of excessive heat; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the single use 3-lumen sphincterotome v kd-v411m-0725 cutting wire broke. The issue occurred during a therapeutic endoscopic sphincterotomy and was completed with another olympus device. There were no reports of patient harm.

Manufacturer narrative:
E1 to b continued: (local independent administrative agency). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.